Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant alarms) was confirmed. As received, the trunk cable connector housing was broken. The connector locking nut was missing, which would prevent the electrode belt from properly securing into the monitor. The cause of the alarms is poor contact between the electrode belt and the monitor. The cause for the poor contact is the damaged connector. The root cause for the missing locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.

Event description:
A pt contacted zoll customer support to report constant alarms. The pt was issued a replacement electrode belt.